Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the implantable cardiac monitor exhibited pause episodes that indicated r-wave undersensing. Loss of tissue contact was also suspected. Programming changes were discussed. There were no patient symptoms reported.